Manufacturer narrative:
(B)(4). Device evaluated by MFR:returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that there were numerous kinks throughout the shaft with the shaft broken 38cm from the strain relief with the hypotube sticking out of the shaft broken. The fracture surface were ovaled, which suggests the device was kinked prior to separation. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 14mar2018. It was reported that there was an error message and the pump assembly was leaking. An angiojet® solent¿ omni catheter was selected for a procedure. During preparation, the system stopped working after it primed for 12 seconds. There was a saline error. The physician tried several times with no success. There was a lot of saline under the pump. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, device analysis revealed a broken shaft.